Event description:
Pt states they were awaken in middle of night with "error with syringe" alarm on pump display, and the insulin reservoir was empty. Pt claims the "low reservoir" alarm did not occur. This required no physician or hospital intervention. Injections were given at home.